Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
The low battery voltage condition could also cause the complaints of unable to interrogate and intermittent capture.

Event description:
New information notes the device could not be interrogated.

Manufacturer narrative:
Final analysis found that the pulse generator was in back-up mode. Further analysis also revealed that the device was in radio_ready mode while the rf was aborted, this could cause high current drain and depleted the battery prematurely. After replacing the battery, normal function ensued.

Event description:
It was reported that the patient had not felt good for 2 months and experienced syncopal episodes. Upon interrogation, the pulse generator exhibited no output, intermittent capture and backup vvi. The device was explanted on (B)(6) 2014.